Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's ins had been overdischarged twice. The patient's battery was trickle charged. Multiple attempts to help the patient recharge were done. The patient was also re-educated. The patient has a scheduled replacement on (B)(6) 2018. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Additional information indicated this event has also been reported in mfg report 3004209178-2017-08083. Any additional information regarding the event will be documented in that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the patient implantable neuro stimulator (ins) replacement and the battery being overdischarge was that the patient had difficulty charging and stopped using the stimulation. This information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.